Event description:
The consumer reported that the patient had a little bit of blood in their urine and had an increase in urgency since (B)(6) 2016. There were no falls or trauma that could be related to the issue. The patient used their programmer and verified stimulation was turned on. The patient was set on program 4 at 2.35v and increased to 2.45v, which was comfortable sitting, standing, walking, and lying down. The patient would follow-up with their health care provider (hcp). The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer further reported that the patient contacted their managing health care provider (hcp) about their blood in urine and increase in urgency. The patient had lab work done at their regular hcp, but nothing came from the results. The patient was not having the blood in their urine any more. The patient was still making adjustments with their device according to their urgency, but they had no reason for the blood in their urine. The step taken to resolve the blood in urine and increase in urgency was that the patient was making adjustments according to their urgency or frequency.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.